Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment or partial display anomaly and no test failed anomaly during test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the self test. The customer's blood glucose value was 200 mg/dl. The customer stated that they did not bolus because the insulin pump was turned black. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.